Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. While implanting a pacemaker lead to the atrium, the physician found an issue with the helix and the lead became dislodged after a few attempts to fixate the lead. The lead was then removed a different lead was used to completed the procedure. The patient's condition was stable.

Manufacturer narrative:
The complete lead was returned in one piece measuring 51.8 cm. The helix was found retracted and clogged with blood. After cleaning the helix, the helix was able to extend and retract and was found to be within specification. Analysis was normal. No anomalies were found. The cause of the reported event was due to dried blood fluids.